Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Insulin pump unable to download carelink data, problem isolated to electrical board.

Event description:
Information received by medtronic indicated that they cannot upload the data. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.